Event description:
It was reported that the patient's generator was explanted. The surgeon noted that there was some charred tissue between the titanium can and the attachment for the lead insertion and believes that is the reason for the pain upon stimulation. Clinic notes were received from after the patient's generator replacement stating that when the physician attempted to increase the settings, the patient again had intense pain in her chest that was timed with vns on times. The patient's device was programmed off. No additional surgical intervention has been reported to date. No additional relevant information has been received to date. The explanted generator has not been received into analysis to date.

Event description:
Generator was received by manufacturer and is pending product analysis. No additional relevant information has been received to date.

Event description:
Generator product analysis was completed and reviewed showing that the generator was verified to be able to provide appropriate programmed output currents can be verified. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Programmed parameters gave expected generator diagnostics. The generator performed according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator. Additional information was received from surgeon reporting that they believe the charred tissue was due to the skin growing into the seam of the generator and he thought it was causing the pain. However, the patient continued to experience pain upon stimulation after the generator was replaced. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported via clinic notes that the patient was referred for "exploration of vns and possible generator change and lead change". Information was received that the patient's surgery is for pain over the generator site associated with stimulation. Clinic notes were received stating that the patient is having pain over the generator when her settings are increased. The diagnostics were reported to be within normal limits. Immediately upon dosing the patient reported pain over the generator site which then did resolve however about every 90 seconds, the patient reported pain thus correlating with her stimulation on time. It was noted that the physician believes the patient has a very small lead fracture however impedances are normal and there was no actual fracture visualized to date. No surgical intervention has occurred to date. No additional relevant information has been received to date.